Event description:
According to the reporter, while the md was inserting the trach into the trachea, the cuff popped and a new trach was checked then inserted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.